Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said about 5-6 months ago their recharger stopped working. The desktop charger (dtc) had a bent connector pin and the black part had been separating where it connected. Nothing came up on the recharger screen, it was blank and the patient left it plugged in. The patient stopped charging the implant (ins) because external equipment was broken. The ins had been off for about 5-6 months. Now the patient hurt their back again and wants to charge up and turn on the stimulator. The patient tried using the programmer months ago and it won't connect. The patient said they had always been in pain and that was the purpose of having the device, they just learned to deal with it. The patient said the pain is bad when they wake up and they do not want to get out of bed because of the pain. The patient said they could not get a hold of anyone and the healthcare professional (hcp) could not get a hold of a manufacturer representative (rep) either and told the patient to find out what was going on. The patient said if nothing is done, they will go to the hcp about having the device removed. It was reviewed that the dtc will be replaced and the ins might be in overdischarge; an email was sent to the field regarding possible overdischarge and the patient was also redirected to hcp if the patient doesn't hear back from the rep. The patient also mentioned they had an MRI and had to show that the device was turned off.; the patient used their programmer to show it was off to be able to proceed with MRI.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6). Product type recharger device analysis confirmed connector pins was bent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, (B)(4), (B)(6): information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said about 5-6 months ago their recharger stopped working. The desktop charger (dtc) had a bent connector pin and the black part had been separating where it connected. Nothing came up on the recharger screen, it was blank and the patient left it plugged in. The patient stopped charging the implant (ins) because external equipment was broken. The ins had been off for about 5-6 months. Now the patient hurt their back again and wants to charge up and turn on the stimulator. The patient tried using the programmer months ago and it won't connect. The patient said they had always been in pain and that was the purpose of having the device, they just learned to deal with it. The patient said the pain is bad when they wake up and they do not want to get out of bed because of the pain. The patient said they could not get a hold of anyone and the healthcare professional (hcp) could not get a hold of a manufacturer representative (rep) either and told the patient to find out what was going on. The patient said if nothing is done, they will go to the hcp about having the device removed. It was reviewed that the dtc will be replaced and the ins might be in over discharge; an email was sent to the field regarding possible over discharge and the patient was also redirected to hcp if the patient doesn't hear back from the rep. The patient also mentioned they had an MRI and had to show that the device was turned off.; the patient used their programmer to show it was off to be able to proceed with MRI.

Manufacturer narrative:
Correction to h6: device codes a071102 and a13 omitted from previous report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pt reported that their pain, caused by an incident unrelated to the device or therapy, helped with pain but did not fully resolve it.